Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be that the lid reed switch was remaining in a shorted position when the device lid was opened. This caused the device to appear as if it is not powering on. A replacement device was provided to the customer under warranty. Physio-control has initiated a recall for the reported issue on 05/06/2016. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported to physio-control that the customer's device did not provide any voice prompts when the device was powered on. There was no patient use associated with the reported event.